Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and charring on the springs were noted. A visual test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, no further repairs were made as device was beyond economic repair. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was severe battery corrosion in the battery compartment. Also, on the battery compartment door. The device's downstream occlusion (dso) seal was also found to be detached. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.